Event description:
Info received indicates the casters continue to ratchet when the brake is set.

Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the bed.